Manufacturer narrative:
Photographic evaluation: the trailblazer catheter was not received for evaluation. Two photographic images of cine images were received. The two similar cine images showed a stent deployed radiopaque hoops, two trailblazer radiopaque markers that appear to be not on a guidewire, and a guidewire running through the targeted vessel. The cine images showed a trailblazer separated during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a trailblazer support catheter to treat a severely calcified lesion having a chronic total occlusion (cto), in the superficial femoral artery. The artery diameter was reported to be 6mm and a lesion length of 200mm. It was reported the physician crossed the lesion with the trailblazer catheter, but encountered difficulty removing the catheter. The catheter broke, leaving 3 radio-opaque markers in the sfa. The procedure was completed using another catheter, and the lesion was ballooned and stented. No patient injury was reported.